Event description:
The smith and nephew pump failure occurred when the nurse attempted to apply/use the device on a surgical patient in the post-anesthesia care unit (pacu). The pump was removed and replaced with different equipment. There was no harm to the patient.